Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right-side rupture diagnosed by ultrasound and asia syndrome, which is not device related. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and one opening on posterior side assessed as fold flaw opening. Autoimmune/connective tissue disorders ¿ ndr: not applicable as the event is non device related. Additional observations: crease fold is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported, right-side rupture diagnosed by ultrasound and asia syndrome, which is not device related. The device has been explanted and replaced with a non-allergan device.